Event description:
It was reported that the customer was in the emergency room with high blood glucose of 458mg/dl. The caller stated that the customer jumped into the swimming pool while wearing the insulin pump and the device did not deliver insulin. It was stated that the alarm history revealed a button error, but it is unknown if it happen before the device was exposed to moisture. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with intermittent button response due to corroded keypad traces. Unable to confirm the button error. No moisture damage on the motor assembly or electronic assembly found.